Event description:
Related manufacturer report number: 2017865-2023-23156. During an in clinic follow up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and a lead dislodgement was noted. The lv lead was explanted and replaced to resolve the event. Additionally, the during the lv replacement procedure, a dislodgement of the right ventricular (rv) lead was observed and the rv lead was explanted and replaced also. The patient was stable.